Event description:
It was reported during dft testing at a device change out due to normal eri, the new competitor device was not able to defibrillate the patient. The lead is suspected as the cause. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer and maude report (B)(4). Other text : na.